Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the battery would not last long as normal and the customer replaced with a new battery but it won¿t last long as normal and the insulin pump was completely off. The customer was calling back with blank display after receiving a new battery cap. The customer stated that the contacts on the battery cap were not missing or damaged. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The insert battery alarm did not display on the insulin pump screen. The display did not return after the insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.